Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 18, 2015. (B)(4).

Event description:
End user reports due to frequent device changes that her skin is reddened with splotchy areas of denuded skin. End user was prescribed an (unknown) anti-fungal powder by her surgeon. End user went on to report she has contacted her local wound ostomy continence nurse. Skincare was reviewed with the end user.